Event description:
The customer reported their act diff2 instrument gave different (erratic) results with instrument generated flags on one patient sample run six times. The erroneous results were not reported out of the laboratory; hence no patient treatment was not impacted. Since the customer does not have a secondary method (manual differential) to verify the results, he sent the sample to a reference laboratory for analyzes. The customer forwarded the reference laboratory results to the doctor. Review of the data provided showed the act diff2 gave erratic higher wbc results with instrument generated flags on all but one sample run compared to the reference result which was reported out as correct. All other parameters appear to correlate.

Manufacturer narrative:
The samples were collected in vacutainer tubes. Controls run before and after the incident were within range and the instrument is currently performing within qc specifications. The customer requested service be dispatched to perform latex calibration. Field service engineer (fse) was on site and was unable to found any issues with the instrument. The fse bleached the apertures, ran latex and controls to verify and validate the system. Failure mode of the event is unknown; however, instrument generated flags occurred on all but one run to alert the operator to further review the results.